Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was 48mg/dl friday night and saturday morning and treated it with juice. Trouble shooting was performed and found blood glucose value 84 mg/dl and sensor glucose value 54. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sg values. Sg value that triggered the suspend was 70. Threshold/low suspend limit in sensor settings 90. Advise sending replacement sensor and customer returning product for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.